Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had inaccurate cgm values 7 days after the sensor was inserted in the abdomen. Around 3:30 pm the patient was sitting in front of his television and took a nap, the cgm reading was 115 mg/dl and he did not feel any symptoms for hypoglycemia. However, the experienced loss of consciousness. The wife called an ambulance, and the patient was taken to the hospital which. Around 4 pm the patient regained consciousness at the ambulance on his way to the hospital. The paramedics took a bg reading which was 45 mg/dl. At the hospital they treated the patient with apple juice and his bg was monitored. The patient was discharged the same day and was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.